Event description:
Consumer claims to have been pierced with the inverness ear piercing system in 1999 at a retail vendor. Sought medical treatment one week later for redness and swelling and was prescribed antibiotiecs. 15 days later was admitted to hosp where incision and drainage was performed at the piercing site and IV antibiotics were administered. The consumer was released 3 days later and was continued on oral antibiotics.